Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams apogee pc with intexen lp - (B)(4). Ams apogee system - (B)(4). Ams apogee system with pc coated intepro lite - (B)(4). Ams elevate (not specified) - (B)(4). Ams elevate anterior prolapse repair system with intepro lite - (B)(4). Ams elevate pc - (B)(4). Ams elevate pc anterior prolapse repair system with intepro lite - (B)(4). Ams elevate posterior prolapse repair system with intepro lite - (B)(4). Ams intepro y-mesh - (B)(4). Ams miniarc sling system - (B)(4). Ams monarc sling system - (B)(4). Ams monarc + subfascial hammock - (B)(4). Ams perigee system - (B)(4). Ams perigee system with intepro - (B)(4). Ams perigee system with pc coated intepro lite - (B)(4). Ams sparc sling system - (B)(4). Unknown graft mesh - (B)(4). Unknown sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, vaginal bleeding, rectal and vaginal discharge, atrophic vaginitis and felt a lot of pelvic pressure, persistent urinary tract infection, dysuria, non healing tissue, drainage and odor in the vagina and continued incontinence. The device remains implanted. No further complications have been reported in relation to this event.